Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the intraocular lens (iol) implant procedure, the patient had blurry vision. The lens was explanted and exchanged with unspecified lens following the initial procedure. Clinical reason for explant was mentioned as rotation of iol and residual astigmatism. Additional information has been requested.